Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up on (B)(6) 2020. Upon interrogation of the pacemaker, the device was found in backup operation. It was determined that the backup operation was triggered due to communication issues with the transmitter. Normal device operation was successfully restored and a firmware upgrade was completed. The patient did not experience any symptoms or adverse consequences.